Event description:
It was reported to st. Jude medical that innapropriate shock due to noise was observed on the electrogram. When the pocket was opened, both rv and svc pins fell out of the header. The physician was concerned about lead fracture therefore the decision was to replace the lead.